Manufacturer narrative:
Additional information, including the explanted device, post primary and pre revision x-rays, patient age and activity level, operative notes, patient medical history and a detailed patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after 1 month and 19 days due to a loose liner.

Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x-rays, patient age and activity level, patient medical history, operative notes, a detailed patient outcome and the return of the explanted devices was requested in order to progress with this investigation, however, not all were provided and thus there was only very limited information available for the investigation. It was confirmed that the explanted devices were discarded following the revision and thus could not be examined. Post primary and pre revision x-rays were provided and reviewed at corin. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available for this event, no further investigation can be conducted and corin now consider this case closed. However, should additional information become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after 1 month and 19 days due to a loose liner.